Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 7043567.

Event description:
It was reported that the patient developed an infection. All device components were explanted..